Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2022. The cause of death was unknown and not provided by the customer. The device will not be returned for evaluation as it was retained by the hospital. Per additional information from the clinical specialist, the patient was lost to follow-up and no additional information was available. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2020. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. Entitled ¿introduction¿ lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that the patient passed away. The cause of death was unknown and was not communicated by the managing hospital due to patient privacy laws. The clinician stated that the patient was lost to follow-up but confirmed that there were no device issues at the time the patient was lost to follow up and that the patient had expired.